Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one female patient when repeating the sample. The following data was provided (cut off for a negative result (female) is <16 ng/l): sid (B)(6). Initial result <5 ng/l, repeated 28 and <5 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 49091ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one female patient when repeating the sample. The following data was provided (cut off for a negative result (female) is <16 ng/l): sid (B)(6) initial result <5 ng/l, repeated 28 and <5 ng/l. No impact to patient management was reported.